Event description:
It was reported that during pre-dilatation of a mildly calcified, moderately tortuous left circumflex artery a rx voyager (1.5x15mm) ruptured at 12 atmospheres (atm) with the first inflation. Another non-abbott device was used to successfully dilate the lesion. A mini vision (2.5x15mm) stent delivery system was prepared inside the patients anatomy. During advancement, additional force was applied but the stent delivery system met resistance and failed to cross the lesion. As the mini vision was removed, the proximal stent strut met with the guiding catheter and became flared. Upon removal it was noted that the hypotube was bent. Reportably, this bend was due to the physician applying more force than usual during advancement of the stent delivery system. The procedure was completed with a non-abbott stent. There were no adverse patient effects or clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii, glnd slam. Guide cath: 6f jl3.5 (manufactured by goodman). (B)(4) -device prepared inside patients anatomy and excessive force with advancement. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. The reported damage to the stent and kinks in the shaft were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the product instruction for use warns: do not advance or retract the catheter if resistance is met during manipulation. In case you feel resistance, do not pull the device against resistance. The IFU also instructs to prepare the device outside of the patient anatomy. Based on the information reviewed, there is no indication of a product deficiency.